Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: during the procedure. It was reported that the pt experienced a stroke during a left internal carotid artery stenting procedure. After embolic protection device (epd) placement, the pt developed vasospasm and slow flow in the left internal carotid artery. The stent was successfully implanted and final angiographic images showed a patent stent with no filling defects. The epd was removed without difficulty and contained no visible debris. The entire procedure lasted approximately 15 minutes. At the end of the procedure, the pt was found to be densely hemiparetic on her right side with aphasia and a left gaze preference and remained this way throughout the remainder of her hospital course. She was diagnosed with a watershed infarct in the left cerebral hemisphere involving the left thalamus. The investigator postulates the pt could not tolerate the vasospasm and slow flow due to disease in her distal vessels and experienced a stroke. He reports there was no technical issue during the procedure and no device malfunction. The pt was transferred to a rehabilitation facility. No additional information is available. Study events.

Manufacturer narrative:
The rx accunet mentioned in b5 and d11 is being filed under MFR report #3004742046-2007-00042.